Manufacturer narrative:
Device available for evaluation? Corrected this section to "yes" and added 3/22/2016 as the device return date. Device evaluated by manufacturer? Corrected this section to "yes". Results of engineering evaluation - the device was returned and engineering evaluation was performed. Engineering confirmed that the device was returned with the leading end of the delivery catheter broken at the trailing olive. The polyimide guidewire lumen was fractured. No damage was seen on the leading olive. The findings from the evaluation are consistent with the reported event. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the instructions for use (IFU) likely contributed to the broken leading end of the catheter, specifically withdrawing an undeployed endoprosthesis through the introducer sheath. The root cause for the automatic deployment could not be determined from the engineering investigation of the returned device, however from the event description it follows that the unintentional deployment is related to the leading end of the catheter breaking.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with non-gore endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, detachment of endoprosthesis was revealed at the junction area of the left leg, causing aneurysm enlargement to 90mm. On (B)(6) 2016, the patient underwent emergent endovascular repair of the enlarged abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A delivery catheter for contralateral leg component (pxc141400j/14023775) was inserted and placed around the detachment area. However, the vessel morphology has been changed since the pre-measurement was performed, and the pxc141400j was revealed to be too long. The physician elected to replace the current delivery catheter and to retrieve it from the patient. Upon withdrawal of the delivery catheter, its distal edge was caught on the proximal end of an introducer sheath. Multiple attempts were made to retrieve the delivery catheter, but those were unsuccessful. The proximal portion of the delivery catheter was detached and the mounted endoprosthesis started to deploy so that the physician gave up retrieving the catheter and fully released the endoprosthesis. The physician snared the detached portion of the delivery catheter that remained on the guidewire. The other endoproshteses were deployed successfully, and the procedure was concluded.